Manufacturer narrative:
Bigfoot conducted a system review for the time period leading up to the adverse event. During this time, the bigfoot unity system was functioning per specification. Review of the data logs show that the patient was interacting with the system and receiving correction dose recommendations and system alerts. If bigfoot learns of any new information in relation to this case, another investigation will be performed, and a follow-up report will be submitted. All pertinent information available to bigfoot has been submitted. Please note that this MDR is being submitted to correct an error in the fei for MDR 301552550002023-0026 which was received by FDA on 05-26-2023.

Event description:
Patient reported that they were hospitalized with bg levels of 1500 mg/dl. Patient reported that their long-acting insulin was changed recently from novolin-n (using vial/syringe) to toujeo (using insulin pen), and they just started using bigfoot unity system.